Event description:
It was reported that the patient presented to clinic for follow up. Upon interrogation the right ventricular lead exhibited high impedance. No patient symptoms were reported. The patient would continue to be followed.